Event description:
According to the reporter, intra-operatively, a 60mm reload was loaded onto the adapter but then was replaced with a 45mm reload. The 60mm reload has not been fired yet when it was replaced. It was reported that the unused 60mm reload was unloaded with its jaws closed and with force. As a result, the unused 60mm reload could no longer be reconnected and used. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: g3 correction: b5, h6 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, sigpshell, sig power sigpshell control shell, sigadaptstnd, sig power sigadaptstnd linear adapter, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, while in the gastrointestinal tract, the reload detached while the jaw was closed. The reload could not be reconnected and could not be used. Another reload was used to complete the case. There was no patient injury.